Event description:
Omnipod 5 insulin pump started leaking insulin on only the second day of usage. It is supposed to last 3 full days. My blood glucose level rose to over 240mg/dl as a result. This pump was located on my leg, which is not muscular. The pump was not hit or dislodged in any way to cause the leaking.